Manufacturer narrative:
Based on the results of the device evaluation, the reported event was confirmed. Based on the results of investigation the spare lamp was blinking possibly due to faulty emergency lamp. However, a definitive root cause could not be identified.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source's spare lamp indicator was blinking. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d5. Additional information: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device has not been returned yet to olympus for inspection, and therefore the customer's complaint could not be confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "spare lamp indicator blinking" malfunction could not be identified. Olympus will continue to monitor field performance for this device.